Event description:
As reported by the facility: pacing failure. Sensor did not respond.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample a thorough evaluation could not be performed. No specific conclusions can be drawn.